Manufacturer narrative:
At the completion of the complaint investigation, based on the patient data received, the clinical evaluation was not able to confirm the reported event. There was reasonable suggestion of a type 2 endoleak present. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, and patent lumbar arteries. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model a28-28/c95-o20 suprarenal aortic extension lot: 1047264-014 rel. Date: (B)(6) 2013 exp. Date: 02/28/2016.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated device and a suprarenal aortic extension. Additionally, on (B)(6) 2014 the patient returned for a secondary procedure due to a distal endoleak and two limb extensions were implanted. However, the patient returned for another follow-up and a computed tomography showed endoleak 3b with sac expansion. On (B)(6) 2015 the physician elected to reline the entire graft with a bifurcated and suprarenal aortic extension. Patient is stable and there is no sign of endoleak.